Event description:
It was reported that, as of the morning of the report date, the patient was septic and in the hospital. The baclofen in the patient¿s pump was past the 180 days of stability but the healthcare provider (hcp) was not filling the pump due to sepsis. The hcp was wondering about the stability of baclofen past 180 days. The patient¿s last refill was on (B)(6) 2014. The patient¿s doctor stated that the sepsis was likely due to pneumonia. Additional information indicated that it was not a pump infection and the patient did not have meningitis. The patient did not have drug withdrawal or drug withdrawal symptoms. As of (B)(6) 2015, the patient outcome was ongoing. At this time, the patient was to discharge from the hospital the following day and go to the clinic for a refill. The device system was used to deliver baclofen 500mcg/ml at 36mcg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).